Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
Customer reported that the insulin pump was delivering more insulin than the reservoir documented. Customer reported experiencing low blood glucose levels due to the insulin overdelivery. Customer also reported being recently hospitalized due to a low blood glucose level of 20 mg/dl at the time of admission. Customer stated that she filled the insulin pump's reservoir to 300 units and later that day it was down to 200 units, but she did not program the delivery of 100 units. Blood glucose level at the time of the call was 41 mg/dl. No further info was provided.